Event description:
It was reported during a thoracotomy while using an ez45g, after insertion of the third reload the device could not be reopened. A new ez45g was opened to complete the case. There was no consequence to the pt.